Event description:
Complaint reported by attorney. Patient had desara implanted on (B)(6) 2010, for treatment of anterior and posterior pop, vaginal prolapse and mixed urinary incontinence. On (B)(6) 2010, the plaintiff underwent a procedure to remove exposed transobturator tape mesh. Plaintiff had complete separation of her vaginal epithelial incision that was at the level of the mid urethra for the placement and closure ot the tot incision. Patient had no obvious exposure other than in midline; about a 3 cm segment of tape was excised. On (B)(6) 2010, plaintiff had a boston scientific advantage fit mid-urethral sling implanted to treat sui. Plaintiff claims mesh erosion, mesh extrusion, infection, recurrence and dyspareunia.